Manufacturer narrative:
A system service checkout of the avanta fluid management system was performed on (B)(6) 2014. The system was found to perform to specification. The disposables in use during the procedure was discarded by the site and unavailable for evaluation. The lot numbers of the disposables in use during the procedure were also unavailable. Additional applications training was offered to the site with no response at this time. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
The customer reported: a patient suffered an alleged air injection while attached to the avanta fluid management system. The patient experienced cardiac arrest and required intervention. There is limited information provided by the site at this time.